Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.400.111. Lot: 143p036. Manufacturing site: bettlach. Release to warehouse date: 19 may 2021. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the hand f/scrdrivershaft-2.5-hex t15 (p/n: 03.400.111 & lot #: 143p036) was returned and received at us customer quality (cq). Upon visual inspection no defects were observed with the device. Functional test: the functional testing was performed, in accordance with depuy synthes procedures. The attempt to assemble the screwdriver shaft with the handle passed as knob component on the handle worked perfectly well when pressing the button and the shaft component remain perfectly tighten with the handle when the knob was released. So device passed the functionality test. Can the complaint be replicated with the returned device? No. Dimensional inspection: the dimensional inspection cannot be performed due to complex geometry of the handle. Document/specification review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed: complaint confirmed? No, as device function as intended. Thus allegation cannot be confirmed. Investigation conclusion: the complaint condition was not confirmed. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a j&j sales representative. The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the customer was unable to attach the two screwdriver parts together. The problem was detected when opening a new unused product from the package and testing its functionality. No patient involvement reported. This report is for one (1) handle f/screwdriver shaft 2.5 hexagonal/stardrive t15. This is report 2 of 2 for complaint (B)(4).